Manufacturer narrative:
Through the course of the investigation, a product non-conformance was not identified. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A (B)(6) customer alleged discrepant results for 2 patient samples between the cobas sars-cov-2 and a lab developed test (ldt) for sars-cov-2. The samples were nasopharyngeal samples collected in utm. Although additional information was requested, the customer did not provide any further information. The 2 samples in question both are repeatable with the same result when tested with cobas sars-cov-2 test. The discrepant results were only observed when these 2 samples were tested with the lab developed test (ldt). The discrepant results are likely sample specific in which the technology differences, such as limits of detection and specificity, could also be a contributing factor. No product problem was identified during the course of the investigation. Both samples are likely at the lod which is resulting in the expected wavering results when tested multiple times.